Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapy for multiple episodes of atrial fibrillation (af). This rhythm was conducted to the ventricule. As a result, the patient received 3 shocks. Technical services (ts) reviewed the reports with the clinician. There was noted undersensing of the atrial fibrillation (af), but this was reported not to impact the episodes. The device remains in service. No additional adverse patient effects were reported. The patient will continue to be monitored.